Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that during transport of the equipment at the healthcare facility, the caster broke off the navigation system cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.